Manufacturer narrative:
(B)(4). Batch # unknown. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: device will not be returned because it was discarded by customer.

Event description:
The endoclip can¿t close very well. The staple keep loosing. There were no patient consequences.